Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement and disconnected the call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on 08/06/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 9/30/2019 and open vial date is undisclosed. At the time of the call customer performed a blood glucose test with an the result was e-5. The meter memory was reviewed for previous test result history: (date/time not stored correctly) customer declined replacement and hung up.